Manufacturer narrative:
Please note the correction statement regarding d5, h6 results code: the reported event was not confirmed since the device was not returned for evaluation and no other evidences were provided. The opinion of the medical expert was requested on this case despite the limited information provided and stated as following: "in this case the event was a subjective experience of instability by the patient that could not be supported by radiological or physical examination signs. There wasn¿t a device related issue reported, so therefore I conclude on functional instability, which is a situational muscle discoordination that may have led to these events". More detailed information about the complaint event as well as the affected device must be available in order to clearly determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the lot number was not communicated. If any additional information is provided, the investigation will be reassessed.

Event description:
The patient experienced shoulder instability and subluxation, with episodes occurring when they moved their arm in specific ways. The patient felt the shoulder slide forward and then "clunk" back into place. There were two more such incidents. Non-operative care, including physical therapy, was administered. A physician assessment revealed no abnormalities on imaging, and the issue was resolved without any lasting effects.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. H3 other text: device disposition is unknown.

Event description:
The patient experienced shoulder instability and subluxation, with episodes occurring when they moved their arm in specific ways. The patient felt the shoulder slide forward and then "clunk" back into place. There were two more such incidents. Non-operative care, including physical therapy, was administered. A physician assessment revealed no abnormalities on imaging, and the issue was resolved without any lasting effects.